Event description:
It was reported that the pt experienced withdrawal shortly after refill at the end of july. The pt had symptoms of nausea, pruritus, and "creepy crawlies" all over her skin. A dye study was performed; the results indicated there was no issue with the catheter. The pt was hospitalized for nine days and ended up losing 25 pounds during that time. A volume discrepancy greater than 25% was noted in 2008. The pt was scheduled for a rotor study which had not been performed as of the date of this report. This was the first volume discrepancy that had been noted. The patient was at home at the time of the report, and the pt's status was reported as fair. The drug contained in the pt's pump was not reported. Additional info has been requested, but was not available as of the date of this report.